Event description:
It was reported that the system gave an inappropriate shock due to oversensing of noise. The smart pass feature had programmed itself off due to a decrease in the intrinsic morphology. The shock impedance was one ohm. An x-ray reveled the system had been twiddled/wrapped around the pulse generator can. The system has been implanted less than three months. Technical services advised to explant the system. Both the pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection found arc marks on the pulse generator case. After the device completed automated test, which was inconclusive, further review of the arc mark was done. It was concluded that this type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pulse generator case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system gave an inappropriate shock due to oversensing of noise. The smart pass feature had programmed itself off due to a decrease in the intrinsic morphology. The shock impedance was one ohm. An x-ray reveled the system had been twiddled/wrapped around the pulse generator can. The system has been implanted less than three months. Technical services advised to explant the system. Both the pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.